Event description:
I am currently using the medela pump in style breast pump. I use it one to two times a day, for 15-20 minutes at a time, i.e. Normal use. I have already had to replace two ac adapters in 10 months of use because the adapters get extremely hot and stop working for some reason. I haven't been using the adapters when they stop working; what happens is that I plug the adapter into the pump and then into the wall, some hours after I last used it, and that's when I discover that the adapter is hot and will not power the pump. The adapter is the 9207010 model number, I believe. This happened in (B)(6), and I replaced the adapter with the same model, and then it happened again this month. Purchase date: (B)(6) 2010 this date is an estimate. The product was not damaged or modified before the incident.